Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 09-jul-2018, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 16-sep-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated his ins battery has been depleted for several months (2019). The patient was redirected to follow up with their healthcare provider (hcp). No further complications were reported. No patient symptoms were reported. Additional information was received from the consumer. It was reported the cause of the depleted battery was due to not charging battery and allowing to run down. The patient had not been using the stimulator. The patient was scheduled for a "jumpstart" (B)(6) 2019. No further complications were reported/anticipated. Additional information was reported that the patient stopped charging their ins in august 2019 because the ins battery would only last 40 minutes and one of the electrodes slipped. The needs also needs an MRI, but they are unable to connect to their ins due to it being in an overdischarged state.